Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low pacing impedance over the past year. It was noted that recently, the lead exhibited rising capture threshold and the impedance dropped below the acceptable range. During the scheduled normal pulse generator change procedure on (B)(6) 2020, the physician capped and replaced the lead. The patient was reported to be in stable condition following the procedure.